Event description:
During a remote follow up, pacemaker mediated tachycardia and loss of capture were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.